Manufacturer narrative:
Date sent to the FDA: 05/01/2020. Additional h-3 summary: representative samples: five sealed boxes and thirty-three unopened samples of product code j570, lot # pem169 were returned for analysis. The complaint sample was not received. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Other lot samples: a sealed box and two unopened samples of product from other lot # pem683 and two unopened samples of product from other lot pd6915 were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples from other lots, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem169 batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The braided form of the suture was broken. There were no adverse patient consequences reported.